Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 2.5 months after the dental implant and abutment were placed in ada site 4, the implant had not achieved osseointegration in type ii bone. Clinician reports pain. The patient has diabetes and is a smoker. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used more drills than recommended to perform the implant installation. The dentist reported the immediate load procedure was performed.

Event description:
The clinician reported that 2.5 months after the dental implant and abutment were placed in (B)(6) site 4, the implant had not achieved osseointegration in type ii bone. Clinician reports pain. The patient has diabetes and is a smoker. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)